Event description:
It was reported that a patient was implanted with a muller protasul s30 stem with a versys head, which is not an approved or cleared combination of product.

Manufacturer narrative:
No product is returned for review. This complaint does not allege that the devices failed to meet specification. Insufficient information has been provided to perform a DHR review. These devices were used for the treatment of a disease. No specific patient history is available. A complaint search of the manufacturing lot cannot be performed without receipt of the device lot number. This combination of products is considered an off-label use of the device as stated in the IFU. Zimmer has not tested the compatibility of this combination of devices. The IFU states, "only authorized combinations should be used. To determine whether these devices have been authorized for use in a proposed combination, please contact your zimmer sales representative or visit the zimmer website: www.productcompatibility.zimmer.com." The cause of the described event is a failure to follow instructions.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.